Event description:
A facility manager (fa) reported that about 10 minutes into a hemodialysis (hd) patient's treatment, a blood leak was noted within the dialyzer on the arterial end. It appeared to have been leaking from a broken fiber inside the dialyzer. The hd machine did not alarm. In a follow up, a nurse verified that the machine did not alarm and said that the biomedical technician told the fa that the parameters involved were within range. There was no adverse event and no harm to the patient. The machine is still in use.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A facility manager (fa) reported that about 10 minutes into a hemodialysis (hd) patient's treatment, a blood leak was noted within the dialyzer on the arterial end. It appeared to have been leaking from a broken fiber inside the dialyzer. The hd machine did not alarm. In a follow up, a nurse verified that the machine did not alarm and said that the biomedical technician told the fa that the parameters involved were within range. There was no adverse event and no harm to the patient. The machine is still in use. In a follow up, the biomedical technician (bmt) said it is standard practice to run the pre-treatment self-test for both the pressure and alarm tests before every treatment. The bmt said if the blood leak is visually observed in the dialysate, blood test strips are used if the blood leak occurred in the dialyzer or is observed in the waste. Otherwise the blood leak is documented by visual confirmation. The machine is turned off immediately when a blood leak is noticed. The dialysate blood leak sensor on the machine has not been replaced and the machine has remained on the floor and is in use without further issue. The bmt said that the pre-treatment self-test was last performed on the machine 3-31-2026 and the machine has remained on the floor and is in use without further issue.

Manufacturer narrative:
Additional information: b.5.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility manager (fa) reported that about 10 minutes into a hemodialysis (hd) patient's treatment, a blood leak was noted within the dialyzer on the arterial end. It appeared to have been leaking from a broken fiber inside the dialyzer. The hd machine did not alarm. In a follow up, a nurse verified that the machine did not alarm and said that the biomedical technician told the fa that the parameters involved were within range. There was no adverse event and no harm to the patient. The machine is still in use.

Manufacturer narrative:
Investigation: an engineering and risk-based evaluation of the event was performed. The primary risk control measures in the machine are minor and major blood leak alarms. The minor blood leak and major blood leak alarms trigger an audible and visual alarm, and the major blood leak alarm also triggers a stop to the blood pump and a clamp applied to the venous return line, which stops blood circuit flow and ultrafiltration. A secondary risk control is the alarms test, included in the 2008t machine operational manual as a pre-treatment machine setup test to be conducted by the user prior to patient treatment. The instructions provide multiple methods to perform the self-test, which confirms functionality of multiple alarms, relevant for this investigation, it specifically includes a verification that the blood leak alarm sensor is operating. In addition, the device history record (DHR) was reviewed and specific tests during test & calibration, final test, the alarm override function was operating correctly and the self-test check was operating correctly. The design controls, design verification, and individual machine testing conducted by both fresenius and the clinic show no evidence that the machine failed to perform as intended. Based on the engineering and risk-based evaluation of the events reported within the complaint(s), it has been concluded no device malfunction, nonconformance, or systemic quality issue was identified. The 2008t machine/system was concluded to be performing as designed with respect to blood leaks into the dialysate not triggering the blood leak alarms, major or minor.

Event description:
A facility manager (fa) reported that about 10 minutes into a hemodialysis (hd) patient's treatment, a blood leak was noted within the dialyzer on the arterial end. It appeared to have been leaking from a broken fiber inside the dialyzer. The hd machine did not alarm. In a follow up, a nurse verified that the machine did not alarm and said that the biomedical technician told the fa that the parameters involved were within range. There was no adverse event and no harm to the patient. The machine is still in use. In a follow up, the biomedical technician (bmt) said it is standard practice to run the pre-treatment self-test for both the pressure and alarm tests before every treatment. The bmt said if the blood leak is visually observed in the dialysate, blood test strips are used if the blood leak occurred in the dialyzer or is observed in the waste. Otherwise the blood leak is documented by visual confirmation. The machine is turned off immediately when a blood leak is noticed. The dialysate blood leak sensor on the machine has not been replaced and the machine has remained on the floor and is in use without further issue. The bmt said that the pre-treatment self-test was last performed on the machine 3-31-2026 and the machine has remained on the floor and is in use without further issue.